Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis. The acetabular cup is worn and has a hole in it. The liner is intact but is worn out. The acetabular screw broke off inside the synthes trephine. One trephine broke. The screw was removed after 45 minutes. Osteolysis was present as well as loosening of the cup at the bone to implant interface. The summit stem was intact so it was not removed. Doi: 2009. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-rays and photographs confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.